Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. Visual and tactile inspection identified no issues hypotube profile and shaft polymer extrusion profile. A longitudinal tear was identified in the balloon material. A microscopic examination of the balloon noted that the longitudinal tear was 10mm in length. Distal tip showed signs of damage (flared). A microscopic examination of the distal and proximal markerbands identified no damage. A microscopic examination of the shaft polymer extrusion identified bunching and stretching in the inner wire lumen 4.6cm proximal to the distal tip and just proximal to the distal tip. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it was reported that the device was unable to cross the lesion site due to calcification. It is not possible to test the device for navigation through patient anatomy, the complaint event cannot be recreated. This code was selected as the most probable complaint cause based on the information available. It is most likely that the unreported longitudinal tear in the balloon material occurred as a result of the difficulties met during attempts to cross the lesion. The unreported tip and inner wire lumen damage are consistent with excessive force being applied to the delivery system, most likely as the device was being withdrawn after the failed attempt to cross the lesion site.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was selected for use. However, the device was unable to cross the lesion site due to calcification. The procedure was completed with another of same device. There were no patient complications. However, returned device analysis revealed balloon rupture.